Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 03:35:59. During night drain cycle one, the patient's ultrafiltration reading was 364ml, indicating the home patient drained 364ml more than their maximum programmed fill volume of 200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A device history record review revealed no issues that could have caused or contributed to this issue. Upon conclusion of the investigation, the cause of the reported issue was determined to be a false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant additional information become available, a supplemental report will be submitted.